Manufacturer narrative:
Investigation results: a wallflex biliary rx stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 34mm. During the product analysis the investigator was able to deploy the stent without issue. Visual examination found that the catheter was kinked in the clear outer sheath at 26mm distal to the light blue section of outer sheath. This type of damage is consistent with excessive force being applied to the delivery system. There were no issues noted with the profile of the devices markerbands. Visual and microscopic examination found no issue with the profile of the reconstrainment band or jacket bound. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of reconstrainment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent was used during a biliary drainage procedure in the upper biliary tract performed on (B)(6) 2015. According to the complainant, a plastic stent was implanted as drainage two weeks before the event to treat a 2cm stricture just beneath the hepatic portal region due to bile duct cancer. The wallflex stent was to be used as replacement for the plastic stent since the bile duct inflammation had subsided. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician expanded the tip of the stent at the intrahepatic bile duct and pulled the device to position the distal end of the stent approximately 1cm above the stricture. While releasing the stent, the distal end of the stent was pulled into the stricture, so the physician attempted to reconstrain before crossing over the limit marker and reposition the stent. However, the stent delivery system became kinked near the transition marker and the stent was unable to be reconstrained. The device was removed from the patient and it was noted that the stent remained partially deployed by approximately 1cm. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. (B)(4) stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent was used during a biliary drainage procedure in the upper biliary tract performed on (B)(6) 2015. According to the complainant, a plastic stent was implanted as drainage two weeks before the event to treat a 2cm stricture just beneath the hepatic portal region due to bile duct cancer. The wallflex stent was to be used as replacement for the plastic stent since the bile duct inflammation had subsided. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician expanded the tip of the stent at the intrahepatic bile duct and pulled the device to position the distal end of the stent approximately 1cm above the stricture. While releasing the stent, the distal end of the stent was pulled into the stricture, so the physician attempted to reconstrain before crossing over the limit marker and reposition the stent. However, the stent delivery system became kinked near the transition marker and the stent was unable to be reconstrained. The device was removed from the patient and it was noted that the stent remained partially deployed by approximately 1cm. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.